Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: va0yafx, (B)(6), (B)(4). All codes apply to product ID: 3889-33 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a fall and the lead migrated which is why they were removing the lead. It was stated that during a revision surgery to remove the lead, the lead that was being explanted broke leaving the distal end of the lead in the patient. The rep confirmed the revision occurred on (B)(6) 2018 and a new lead and ins were implanted. The rep also noted that the lead and ins would be returned. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the exact cause had not been determined and the lead broke during removal, leaving the bottom part of the lead in the patient, including all electrodes. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0yafx, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead.(B)(4). Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was noted to have been implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported additional information. They reported their ins had been replaced because they¿d had a fall in december of 2017 with a broken arm (not alleged to be related to the device/therapy,) and surgery for their arm and that after that, the medical assistant at their health care professional (hcp) office ¿changed channels¿ and found by doing an x-ray the wires had moved. The patient stated their device had been replaced in 2018.

Manufacturer narrative:
Analysis of the lead model 3889-33, lot # va0yafx showed no significant anomalies. Analysis also identified that the conductors #1, 2, and 3 were broken in the body of the lead which was consistent with explant damage. Also, all 4 conductors were broken from 35 to 39.1 cm from the proximal end of the lead due to overstress/damage. Electrical testing of the lead determined continuity was complete. During visual analysis of the lead, it was noted the distal end was not returned. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. A short was identified between circuits (conductors # 1, 2, and 3). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) returned the devices.